Manufacturer narrative:
Updated information: d9. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event involved a 7.5" (19 cm) appx 1.2 ml, ext set, smallbore quadfuse w/4 microclave¿ clear, 4 check valves, 4 clamps, luer lock where the reporter stated that ringers lactate was running through a quad and disconnected and that one of the 4 microclave connectors was depressed but unable to determine which 4 micro clave connectors was depressed. They reported that they had to change the quad since it was an infection and safety risk. There was patient involvement, no adverse event or patient harm and unknown delay in therapy and no drug quality issues reported as a result of this event.